Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon rupture". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The one-way valve was tethered to the short driveline tubing. The supplied 50cc inflation driveline tubing was connected to the short driveline tubing; liquid blood was noted within the returned inflation driveline tubing. The visible section of the iabc bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.8cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 16cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 9.2cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Liquid blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp. The pump status displayed "not connected". Upon further checking, the fiber was found at approximately 6.5cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediately push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lu-men and entered the bladder at the previously noted central lumen break. Some blood exited with the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.1cm from the iabc luer, which is the location of the previously noted kink. Some dried blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the flex-tip assembly area. The broken central lumen allowed blood to enter the helium pathway. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "balloon rupture". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".